Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed and pyxis was not working. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) facility. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and the pyxis was not working. The field service engineer (fse) resolved the issue by replacing both slides and retractor band and verified for functionality. The system functioned as intended after the field service engineer repaired the device.